Event description:
Reporter stated that pt capillary sample was measured, using the suspect product, with a blood pt result of 1.7 inr. Reporter indicated that pt's blood pt was immediately retested, using a different strip vial, with a result of 2.4 inr. Reporter did not state if pt's therapy was modified based on these results. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
2nd strip vial: catalog number - 3116247, lot number - 385a, expiration date - 02/28/2008, date of manufacture - 08/2006.